Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site nurse reported that, following tracer registration, the imaging system displayed "failed registration" within the navigation page of the ear, nose & throat (ent) software application. The site reported that the software stated that the registration was successful in the registration portion of the software. Restarting the navigation system resolved the reported the issue. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. The reported issue occurred during a functional endoscopic sinus surgery (fess). There was no impact on patient outcome.

Manufacturer narrative:
Correction: device manufacture date provided. Inadvertently not included in initial MDR filing.